Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by sekhon et al in a literature publication titled ¿cervical arthroplasty after previous surgery: results of treating 24 discs in 15 patients¿ that: "during a 30-month period, 15 patients who had previously undergone cervical spinal surgery underwent cervical arthroplasty that involved placement of the bryan disc for neck or arm symptoms related to cervical disc disease. A total of 24 devices were implanted. Six of the 15 patients had undergone a previous posterior foraminotomy, and in nine cases an anterior interbody fusion had been performed at some stage prior to surgery. Clinical and radiological evaluations were performed preoperatively and after surgery to assess outcomes. There were six men and nine women who ranged in age from 27 to 60 years (mean 44.1 years), and the duration of symptoms ranged from 6 to 39 months (mean 19.2 months). In all cases, the indication for surgery was persistent neural compression at either the site of previous posterior surgery or at levels adjacent to a previous fusion site. In two cases, cervical discogenic neck pain was the dominant symptom. In all patients who had previously undergone arthrodesis, solid fusion was documented except in case 11 in which an allograft pseudarthrosis was revised when the adjacent level was surgically treated. Sixty percent of the discs were inserted in the c5¿6 or c6¿7 interspaces; however, all c3¿4 to c7¿ t1 levels were surgically treated. Arthroplasty was never converted to a fusion intraoperatively. There were no intraoperative complications, deaths, or neurological injuries. A single case (case 5) of failure of the internal constraint mechanism occurred in a (B)(6)-year-old woman who had previously undergone c5¿6 and c6¿7 fusion surgery in 1993. In 1997 she underwent revision of a c6¿7 pseudarthrosis in which an autograft and plate were applied. She presented in 2002 with increased neck pain, headache, a new disc herniation at c3¿4, and positive provocative discography. Retrospective assessment of dynamic radiographs obtained prior to arthroplasty confirmed 7.9° of flexion and 14.3° of extension with 2.4 mm of c3¿4 posterior slippage on extension (fig. 2 upper). An uncomplicated c3¿4 arthroplasty was performed in november 2002. Initially the posterior c3¿4 slippage upon extension was 0.75 mm. In march 2004 repeated radiography revealed 4.3° of flexion and 13.9° of extension with 2.3 mm of posterior slippage on extension (fig. 2 lower). It was apparent that her device was moving beyond its manufacturer-suggested limits (2 mm), suggesting failure of the prosthesis¿ internal constraint mechanism, and her movement at c3¿4 had returned to its preoperative state; however, her neck pain has improved and to date she has not required any further surgical intervention."